Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A (B)(6) male with aaa underwent evar on (B)(6) 2013. The valve on the main body device was leaking significantly. Once the gray dilator was removed the leak worsened. The physician advanced a 12fr sheath into the valve to try to plug it and minimize blood loss; however, this seemed to make no significant difference. The physician quickly ran the marker pig tail catheter up thru the main body sheath and did a measurement of length, then quickly prepped the limb and advanced it into the main body sheath. With the limb device up thru the valve, the bleeding seemed to slow slightly. The case finished with a good endovascular repair. The physician estimated that the pt had loss approximately 500 units of blood thru the valve alone. Device remains implanted. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.